Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline and did not open in application. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline and did not open in application. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not populating. A field service engineer (fse) ran diagnostic tests using a tester, but no issues were identified. The cabinet was power-cycled and restarted, which also showed no immediate faults. To address potential power management conflicts, the fse turned off selective suspend in the system's power management settings and disabled power management for the internal network adapter. The universal serial bus (usb) cable was replaced as a precautionary measure. Windows updates were initially failing due to fault bucketing. To resolve this, the software distribution folder was renamed, and updates were force patched. The updates were then successfully installed. However, the cabinet drawers continued to drop intermittently. To resolve this, the power supply was replaced. Additionally, an uninterruptible power supply (ups) was installed to ensure stable power delivery. The system functioned as intended after the field service engineer repaired the device.